Event description:
The pt reported experiencing elevated blood glucose of up to 500 mg/dl due to insulin leaking from the infusion set. The pt stated that after 1-1.5 days of use, the infusion set headset adhesive becomes wet and her blood glucose elevates. She injects insulin via pen and changes the infusion set. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.